Manufacturer narrative:
The log file of the affected device was made available for the investigation. Based on the log entries, it could be confirmed that the cockpit was performed a reboot at the time of the event. The log also contains entries indicating a faulty neoflow sensor cable. The device alerted the cockpit restart as specified and ventilation continued as previously set. The log file did not indicate a persistent hardware malfunction of the cockpit. However, based on the log entries, no cause for the restart could be determined. Wear of the neonatal flow sensor cable cannot be ruled out as a possible cause for the limited neonatal flow measurement. The system's safety software analyzes and checks the proper functioning of the device. If the safety software detects a deviation with regard to the infinity c500 cockpit, a warm start of the cockpit is triggered to reset the microprocessing system to a certain state. Ventilation is not affected by a restart of the cockpit and continues as set. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional yellow / green oled display, where the user can see the ongoing ventilation. After successful completion of the warm start, the system sends the alarm message "cockpit restarted" with the associated acoustic alarm tone. If the safety software detects a faulty neonatal flow sensor, the cockpit infinity c500 emits an accompanying visual and audible alarm. In this case, flow and volume curves are not displayed. The affected sensor has already been replaced on site and the device has been checked without any deviations. The neonatal flow sensor is a wear part. A damaged, dirty, or non-particulate flow sensor must be replaced according to the appropriate IFU. Based on the logbook analysis, the reported event could be traced; at the reported time, the device performed a cockpit restart, with no ventilator failure. The log also includes entries indicating a faulty neoflow sensor cable. Ventilation is not affected in either case and continues according to settings. No patient consequences were reported during the event. Based on the final investigation results this case is no longer considered to be reportable, since neither a death nor a serious deterioration of the patient's health condition occurred, and this is not to be expected in case of recurrence.

Event description:
It was reported that the device has shutdown while in use.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device has shutdown while in use.